Event description:
It was reported the system failed to boot up attributed to a displayed communication fail error message. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos and bios were reset during the service call. The system was tested and found to be working as intended and put back into service.